Event description:
Related manufacturer reference number: 2017865-2021-39986. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture and the right ventricular lead exhibited high pacing impedance. Chest x-rays revealed that the right atrial lead had dislodged due to twiddler's syndrome and the right ventricular lead had a lack of slack. The right atrial lead was removed and replaced and the right ventricular lead was repositioned successfully on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome, and failure to capture. As received, a partial lead (only connector portion) was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.